Event description:
During a remote follow-up, a sharp decrease in remaining battery longevity was observed. The physician alleged premature battery depletion against the device. Abbott technical support reviewed device session records and confirmed the battery drained faster than expected. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) level when received. A longevity calculation was performed and revealed the battery depleted prematurely based on the device usage. Additionally, electrical testing revealed high current drain from the hybrid. The hybrid anomaly was observed to be the cause of the high current drain and premature battery depletion.